Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; basal delivery totals in the total daily dose do not match active basal program total with no known cause for the variation. The basal history matches the active basal program settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: review of the black box data revealed the pump was turned off from (B)(6) 2014 at 5:33 pm until (B)(6) 2014 at 08:54 am. The last basal delivery was recorded on (B)(6) 2014 at 10:27 am. The total daily dose amounts added up correctly to reflect the programmed basal rate target. On examination, the battery cap and battery compartment were intact without damage. The battery cap was able to fit securely on the pump and maintain electrical connection. The pump was exercised for 24 hours without issue. The pump was determined to be delivering insulin within the required specifications without malfunction. Investigation did not confirm or duplicate the alleged inaccurate delivery issue. Unrelated to the original complaint, the display screen was noted to be dim and faded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.